Event description:
(B)(4) I got essure in (B)(6) 2010. I went to my doctor about getting my tubes tied because with three kids my husband and I felt our family was completed. My doctor told me about essure and said it was a non surgical procedure, safe with little side effects. When I heard it was non surgical and that my doctor recommended it I trusted him and went for it. 3 months after my device was implanted I started to get severe migraines. So bad that I was hospitalized for 14 days. I have been in and out of the doctor for 5 years with severe pelvic pain and with a pinching stabbing pain in my left side. Sometime the pain was so intense it would stop me in my tracks. All the docs kept telling me it was cyst on my ovaries so I just lived with the pain. I was also diagnosed with borderline celiac's disease, I have severe heartburn all the time, back pain, heavy bleeding, migraines, pains in my legs, tired all the time, discharge daily. The list goes on. On (B)(6) I have my tubes removed because of the essure. Thank god I did. My doctor found that on my left side the coil had come out 2 inches (that was poking me for 5 years) he also said the right side had punctured through one layer of skin. Women need to know the truth about essure. If I knew what I know today about essure I would have had the surgery to have my tubes tied instead of essure.